Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l54371, implanted: (B)(6) 1998, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
It was reported the expected volume was 2.8ml and the actual volume was 10.0ml. Per the patient they reported having volume discrepancies at each refill for the past 9 months. Per the patient for the past 9 months, they experiences withdrawal symptoms in between refill intervals. As a result, the patient reportedly experiences discomfort and flu-like symptoms once a month, hot and cold flashes, nausea, muscle tightness, sweating. They plan for a pump replacement date was unknown at the time of the report. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver fentanyl. Outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that on (B)(6) 2015, the expected volume was 2.8ml and the actual volume was 10ml; on (B)(4) 2015, the expected volume was 2.2ml and the actual volume was 8.0ml; on (B)(6) 2015, the expected volume was 1.5ml and the actual volume was 8.0ml; on (B)(6) 2014, the expected volume was 2.8ml and the actual volume was 7.0ml. Per the healthcare provider the cause of the discrepancies was pump issue, the healthcare provider did a dye study-no issue with the catheter. Other troubleshooting noted were dose adjustments and dye study, both were successfully performed. The healthcare provider also noted that the patient was experiencing increased pain and withdrawal symptoms periodically. The patient outcome was noted as replacement needs to be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2017 from a consumer who reported that the pump was replaced. No further patient complications have been reported as a result of this event.